Event description:
This lead was explanted and replaced due to intermittent loss of capture. Should additional information become available this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis of the lead revealed severe signs of abrasion along the lead body and a damaged insulation in the area of the tricuspid valve. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.